Event description:
It was reported that: pt is experiencing pain and soreness. Pt is also experiencing his leg locking up after being seated and when he places his weight on it.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device reference in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.